Event description:
Senseonics was made aware of an incident where user reported differences between cgm and bgm system. No injury or medical intervention was reported. The case has been escalated to next level support for further assistance.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported discrepancies between their bg and sg values. The case was escalated to next level support for further assistance. After additional monitoring, it was determined that the user's system had experienced a period of instability and had later recovered. When provided with the response from support, the user reported better agreement in values and opted to continue monitoring their system performance. The user was encouraged to reach out with any further concerns. No additional assistance was required.